Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the therapy should have been covering lower back, left and right legs. The left leg was set at 1 and he can feel the pain but no tingle. The patient was having trouble with his left leg, but primarily on the right leg. The stimulation on his lower back is going down to his behind like someone is using their foot to push forward. The stimulation should have been going across the lower back but instead it's going down and vibrating so much that like someone is pushing and the sensation is greater than he can stand. The patient saw the manufacturer representative (rep) today and they did an adjustment, but it does not seem to help. The patient went to the bedroom to adjust the setting and adjusted the setting wrong and he got a shock that made him jump off the bed because the sensation was strong and since then he was having stimulation down the behind. The patient reported him jumping off the bed could have caused the device to shift. He thinks the device moved due to his movement on the bed and was wondering if the lead became detached/relocate in the body. A follow-up with the physician was scheduled for (B)(6). When he met with the rep, the rep could not see anything when she checked the device. If additional information becomes available regarding the patient's outcome, a follow-up report will be submitted.